Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer reported the ventilator operates on battery power but not on alternating current (ac) power. There was no patient involvement. The field service engineer (fse) advised, troubleshooting would be required to determine if the issue requires a new ac inlet or power supply. The fse replaced the power supply, performed verification testing and all tests passed. The issue was resolved.